Manufacturer narrative:
Manufacturer's investigation conclusion: the report of increased power and flow was confirmed through the evaluation of the log file submitted by the account. However, the report of an outflow graft distortion with a small thrombus could not be confirmed through this evaluation, and a correlation to the log file data could not conclusively be established. A direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the report of elevated lactate dehydrogenase (ldh) also could not conclusively be established through this evaluation. Furthermore, a specific cause for the air and fluid surrounding the driveline and the outflow graft that was suspicious for infection could not be determined through this evaluation. The account reported an increase in power and flow. Although otherwise asymptomatic, it was noted that the patient's ldh was elevated and an anticoagulant was administered. A CT scan revealed a mild distortion of the outflow graft with a small thrombus and narrowing of the proximal lumen. The distal end of the outflow graft was reportedly clear and widely patent. The account also communicated that there was a small amount of air and fluid surrounding the driveline and the outflow graft that was suspicious for underlying infection. The submitted log file contained data from the day of implant, (B)(6) 2019, through (B)(6) 2019. Low flow alarms were captured on the day of implant that resolved with an increase in pump speed; no additional low flow alarms were observed throughout the file. However, transient power elevations with corresponding elevations in the estimated flow were confirmed. Although a specific cause for these unsustained elevations could not conclusively be determined, they appeared to be associated with pi events. The remainder of the file was unremarkable; the set speed remained above the low speed limit and the system appeared to function as intended. On (B)(6) 2019, the account reported that the patient was fine and was ongoing on (B)(6). No further information was provided and no additional complaints have been submitted at this time. The hm ii lvas instructions for use (IFU) document lists device thrombosis, hemolysis, driveline infection, and pump pocket infection as adverse events that may be associated with the use of the hmii lvas, and provides information regarding the recommended anticoagulation therapy and inr range. This document also explains that ¿device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power.¿ it is also mentioned that ¿. . . Pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling.¿ additionally, this IFU states that "device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power." Furthermore, this IFU notes that ¿pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index." ". . . [Pi events] may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed.¿ this document also provides information regarding how to install the outflow graft and states, "verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief. The line should be straight." This IFU notes that the low flow alarm is triggered when flow is less than 2.5 lpm. Finally, this document, as well as the hmii lvas patient handbook, provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of device: 25 days. Additional information was request, however was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that increased flow and power were observed along with lactic dehydrogenase (ldh) at 883 u/l. It was reported that bivalirudin was being administered. CT revealed mild distortion of the outflow graft with a small thrombus and narrowing of the lumen in the proximal portion. Distal anastomotic site of the outflow graft to the aorta is clear and widely patent. There is small amount of air and fluid surrounding the driveline and the outflow cannula suspicious for underlying infection. No additional information was provided.